Manufacturer narrative:
As no further information is available, the device was not returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. Subsequently the device was explanted. No serious injury/no adverse patient effects were reported.